Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was bent on the mesher and that the ratchet gear was stuck. The ratchet gear and comb were was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the handle was stuck and could not be removed by the mdrd technicians. The incident happened before surgery. Investigation found the comb was bent. No adverse event was reported as a result of this malfunction.